Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 46 mg/dl. Customer treated with honey and candy. Customer had symptom of sweating and dizziness. Customer was hospitalized due to low blood glucose. Troubleshooting was performed to determine reason for low blood glucose. During troubleshooting, it was found that time on insulin pump was incorrect. Customer forgot to adjust to daylight savings time. Reservoir was showing more insulin than what was on status screen. Insulin pump passed displacement test. Customer states that healthcare professional changed basal rates.